Event description:
Per the initial reporter: an acumed plate was removed from the pt, due to tendon rupture.

Manufacturer narrative:
Several attempts were made in effort to collect additional details regarding this event. As of 10/22/2009, no additional details have been received.